Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to verify failed battery test alarm due to blank display. Unit was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did returned. Customer stated that the insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.